Event description:
The operating room nurse stated that there was no pt impact. The clinician's rep stated that the surgeon was cutting an implanted ol for explant. The surgeon removed the packer/chang iol cutter, dfh-0012, from the surgical field and set it on a tray. When the surgeon picked the cutter back up, one of two blades fell off.

Manufacturer narrative:
The unit was returned in a dirty state with dried residue on the distal surfaces. There was no visible corrosion, but there were areas of discoloration of the metal on the tines and blade. The customer stated that they were not cleaning the instrument as established in the dfu. They do not use an ultrasonic cleaner.